Event description:
Complaint number: (B)(4).

Manufacturer narrative:
According to the field service technician the one real problem of the cardiohelp unit was with malfunction of the touchscreen, which did not responded correctly to touching point and all screen was displaced to left side about 5cm. Calibration of the touchscreen solved this matter.. All the others informations from the customer were not so correct. Rotary knob was working, foil buttons were unable to unlock due to a display failure and , pump error - disposable , message has displayed due to disconnecting of the hls by customer. When the calibration of the touch screen has been done, as well as complete check and annual pm, system is fully functional and ready for use. Thus the failure could be confirmed. The most probable root cause could not be determined. The DHR of the cardiohelp (material: 70104.8012, serial: 90412367) for which a customer complaint was received, was reviewed on 2019-08-15. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that all cardiohelp control functions (rotary knob, foil buttons, touchscreen) did not response, it was not possible to activate any functions, open menu, change rotations and switch-off of the device(system is still running, until the batteries will be removed). Emergency mode could not be activate also, system did not react to emergency button. System also announce ,,pump error - disposable. This problem appeared during priming or treatment running. Complaint number: (B)(4).